Event description:
Since 1999, the pt experienced back "trouble" as a result of an accident. The pt's ins system was explanted and a pump system implanted; refer to MFR report # 3004209178-2010-07098 regarding the ins system. Since the pump system was implanted, the pt experienced a "bubble" that has grown from the size of a small gum ball to about the size of an egg on his back near the catheter pathway. The pt believed the pump medication was collecting under his skin and making the back lump larger. The pt's pain level was very high after the pump system was implanted. The pt experienced 2.5 weeks (dates not reported) of withdrawal and was in the fetal position in bed and only got up to go to the bathroom or to eat. The pt experienced a decreased ability to perform daily activities due to the pain. The pt was told by the hcp that following pump implant, the pump would be slowly turned up as the pt's oral pain medication was reduced. The pt was prescribed 5 mg of oxycodone tablets. The pt was also given fentanyl patches. The pump medication was adjusted (B)(6) 2010. The next day, the pt felt exhausted just walking to the bathroom and back to the chair, his heart felt like it was going to jump out of his chest. Every time the pt sat or stood up, he felt like he was going to pass out. The pt's blood pressure (bp) was "bouncing like a rubber ball." The pt's bp was 182/120 with a heart rate of 143; then 2 minutes later his bp was 71/44 with a heart rate of 76 and went as low as 58/41 with a heart rate of 100. The pt lost almost (B)(6). The pt's hcp believed the pump medication may have caused the symptoms. The pt's blood tests were abnormal; his liver was inflamed and the hcp felt it may be due to the pump drug clonidine. The pump medication was decreased 40% on (B)(6) 2010. The following week, it was decreased 60% and the pt was not given any oral medication. On (B)(6) 2010, the pt had an hcp appointment and the pump was refilled. The pt planned to see another pain managing hcp on (B)(6) 2010 to get another opinion regarding the "large knot" on the pt's back. The pt was considering explant surgery. The pt was trying to find an hcp to remove the pump system as he stated he was dismissed by his implant hcp. The next pump refill was scheduled for (B)(6) 2010. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). (Blood pressure and heart rate fluctuations; exhaustion and heart felt like it was going to jump out of his chest; "pass out" symptoms).